Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide, ¿do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen, and you could run out of insulin before the pump detects an empty cartridge h3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. In addition, it was reported that a minimum fill notification occurred after the user filled the cartridge with 139 units of insulin during the load sequence. Reportedly, the customer had added more insulin to the cartridge after loading it. Tandem technical support educated the customer on proper cartridge labeling. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was between 170-200 mg/dl.